Event description:
The facility reported a pump that displayed a message of "pump failure" during patient infusion. The nurse who experienced the failure stated that levatol was infusing and while he was still in the patient's room, the pump displayed a message of "pump failure". He stated that the infusion stopped and the pump was swapped out for another device. An incident report was filled. He states the patient's vitals remained the same and suffered no adverse reaction. He also stated there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "pump failure" was not confirmed during product evaluation. The customer did not specify what kind of pump failure was experienced. Failure code 500:320:654:0000 was found in the pump's event history and suspected to be caused by holding a key down for more than 50 seconds. No further action regarding this condition was deemed necessary.